Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: required intervention to prevent permanent damage. Device issue: difficult to remove. It was reported that the target lesion was the mid and first diagonal of the lad with no tortuosity, no calcification, and 100% stenosis. This was an ami case. After crossing the bmw universal, another company's balloon was inflated at the lesion. Then, ivus was performed. Before deploying the stent, a bmw universal was advanced toward the first diagonal for the support. Another company's stent was deployed in the mid lad. An attempt was made to remove the bmw universal from the first diagonal; however, it became stuck between the deployed stent and the vessel wall, and it was not able to be removed. Another company's microcatheter was delivered to the deployed stent, and the bmw universal was able to be removed from the patient. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The case details did not specify a quality issue with the guide wire. The guide wire being incorrectly positioned, which allowed a stent to be delivered over the guide wire, is related to case circumstances and not a guide wire quality issue; therefore, a guide wire related root cause could not be determined.